Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the usm. System tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. Log review confirms the occurrence of a radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure on the reported event date of (B)(6) 2022 using system (B)(4). System logs were reviewed/analyzed as part of the isi tse's investigation. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) after the robotic portion was completed to report universal surgical manipulator (usm) issues. Customer stated that they attempted to recover and even power cycle the system, but the usm kept faulting out. Eventually the customer disabled the usm and the surgeon was able to complete the case, but would like the field service engineer (fse) to follow up to discuss maintenance. Tse viewed and confirmed multiple usm4 errors all pointing to the encoder on axis two. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the system was functioning upon power up and had no initial errors. The system had multiple recoverable faults that could not be recovered and had to disable the arm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 23118. Fse logged errors 23118, 23069, and 23094 pointing to the pitch. When the unit tested on a psc fixture test platform (pftp), it failed pitch cva characterization. The cva pca swapped with the gold one and retested, and the error went away. When the original pitch cva pca was reinstalled, the unit failed pitch cva characterization again. The unit went through testing on a pftp (using gold pitch cva pca) and it passed all required tests. Pitch cva pca, cva2 ffc and cva mount will be replaced as a fix to the reported problem.